Event description:
It was reported that a system failure was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device had the top and bottom cases are in excellent condition. The pump event history showed a motor not running error in history. There were also occlusion errors in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during power up process and occlusion test, using same infusion rate as customer. Main board, cold solder joint found on opti motor sensor (u29) and found corrosion and contamination on the main board. The root cause of the reported issue was due to normal wear. The pump is over 13 years old. The technician replaced the main printer circuit board (pcb). Performed power up, recalibrate and performed all the functional test which passed. (UDI) is unknown. No information available to date.